Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 308 mg/dl. Customer reverted to manual injections for insulin therapy; however a replacement pump was sent to the customer t resolve the issue.